Manufacturer narrative:
Catalog number and lot code are unknown. The device was reported as an unknown #3 left citation stem primary. It was noted that the stem was discarded by the hospital. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The primary hip stem and the head were stryker but cup and poly was competitor product. The preop plan was head and liner exchange. Metallosis was noted behind the head, so the surgeon removed the stem and head.